Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, following a laser induced thermal therapy (litt), it was observed that the catheter used was charred. It was reported that the issue occurred during a vascular tumor resection. The representative verified functionality of the saline pump and circulation around the tip. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.